Event description:
A ventilator was returned to the manufacturer for evaluation. Although a patient death occurred on the device, there was no allegation the device caused or contributed to the event. During the evaluation of the device at the manufacturer's product investigation laboratory, the device failed a step during testing. The device's active exhalation control module needs replaced to address the issue.